Manufacturer narrative:
On september 30, 2025, misonix® llc., a bioventus® co., received a report of an event involving a sonastar® short straight 23khz universal handpiece (part number cfsx6-h321, serial number (B)(6) during a procedure on july 16, 2025. Specifically, the reporter indicated that "during the surgery, a liver resection, the electrical error e2 appeared, and it remained in a constant way avoiding the correct functioning of the handpiece." A serious injury to the patient or user was not reported. Medical intervention required to preclude serious injury was not reported; however, on october 06, 2025, misonix received confirmation of a delay in treatment greater than 15 minutes while the patient was under anesthesia which caused the procedure to be prolonged. There were no adverse consequences to the patient due to the delay. The device history record was reviewed for the sonastar® short straight 23khz universal handpiece (part number cfsx6-h321, serial number (B)(6) in use at the time of the event. There were no deviations found during in-process or final inspection of the handpiece. Inspection and test results met specifications prior to release to commerce. A review of all available post market surveillance data has shown no increasing trends on the single fault have been identified for part number cfsx6-h321. The current frequency is below the likelihood of occurrence in the risk management report. There is no change in residual risk or risk-benefit. The instructions for use manual (IFU-607, revision j) for the sonastar® fhf systems contains the following warning and cautions: warning the sonastar® system is intended to be used in various types of invasive, surgical procedures. There may be indirect danger to the patient should the device fail during the procedure. It is recommended that the facility follows its back-up equipment protocols. Caution the system check should always be done in advance of preparing the patient for surgery to minimize risk to patient in case of system malfunction. Warning during system check, make sure the tip of the handpiece is free from contact with any object. Allowing contact with the tip may result in damage and/or personal injury. The sonastar® generator console monitors the electrical output to the handpiece at all times. If there is an imbalance of current the generator automatically disables the ultrasound output to prevent unsafe patient or user leakage current. If this occurs, the "e2" fault code is displayed on the front panel and an audible tone can be heard. The generator giving an e2 fault code is an indication that there is a handpiece problem. The IFU lists corrective actions if this fault occurs. Additional error code messages are defined in the IFU. Error code messages may appear on the digital display and can be attended to by hospital staff. Upon correction of the problem, the system may be reset by pressing the linear or preset key, and operation is resumed. It has not yet been specified if the handpiece used at the time of the event will be returned for evaluation. A follow-up report will be submitted once the investigation is completed.

Event description:
On september 30, 2025, misonix® llc., a bioventus® co., received a report of an event involving a sonastar® short straight 23khz universal handpiece (part number cfsx6-h321, serial number (B)(6) during a procedure on july 16, 2025. Specifically, the reporter indicated that "during the surgery, a liver resection, the electrical error e2 appeared, and it remained in a constant way avoiding the correct functioning of the handpiece." A serious injury to the patient or user was not reported. Medical intervention required to preclude serious injury was not reported; however, on (B)(6) 2025, misonix received confirmation of a delay in treatment greater than 15 minutes while the patient was under anesthesia which caused the procedure to be prolonged. There were no adverse consequences to the patient due to the delay.